Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The front cabinet of the device has evidence of thermal damage caused by an external source. There were no signs of thermal damage internal to the device. The device was tested and was found to operate and alarm to design specifications. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."